Manufacturer narrative:
(B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect gel quantity with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for incorrect gel quantity was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd vacutainer® ssttm ii advance tubes had some tubes with no gel and other tubes with more or less double of the gel. No serious injury or medical intervention reported.